Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It should be noted that the reported patient effect of dyspnea and occlusion are listed in instruction for use xience v everolimus eluting coronary stent systems (IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2008 a 2.75x15mm xience v stent was implanted in a coronary artery. Recently, the patient started to feel shortness of breath and stated that per physician, a blocked stent is suspected. The patient is having a follow-up coronary angiogram within the next couple weeks. No exact date has been scheduled yet. No treatment has been reported yet. There was no additional information provided regarding this issue.